Event description:
It was reported by the patient that "things have been going great with the implant until last night. I pushed the pump down and it wouldn't come back up." Further information was requested and not yet received. Should additional relevant details become available, a supplemental report will be submitted.